Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eight years since the subject device was manufactured. Based on the results of the investigation, the root cause of the event could not be specified. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found plastic distal end cover was out of standard value at 0 mohm, angulation service was below service standard, plastic distal end cover had chips and scratches, light guide lens had liquid fluid inside, bending section cover adhesive was cracked, control body had fluid evident (dried after aeration), and scope connector had fluid evident (wet detection sticker activated but was dried after aeration). The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the grasper was stuck inside the scope while using the gastrointestinal videoscope. The issue was found during reprocessing. The device was returned for evaluation. During the device evaluation, there was no passing at the biopsy channel, clogged channel, forceps stuck inside the biopsy channel, and being unable to check suction flow were found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.